Event description:
Baby boy born by c-section delivery with a vertex presentation. Emergency c-section was performed for failure to progress, an attempted vacuum and mother pushing for 1 1/2 hrs. Infant had an episode of perioral cyanosis and right leg jerking x 3. Lumbar puncture performed was bloody. Infant transferred to another hosp where he was diagnosed with a left middle cerebral artery infarct.